Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected a device history record (DHR) review was conducted: part: 424.591, lot: 1l22259, manufacturing site: grenchen release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 3 report as 06 december 2019 but should have been 03 january 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that all implanted devices were removed completely. Concomitant devices reported: cortex screw (part# 414.826, lot# 4l16709, quantity 1), cortex screw (part# 414.824, lot# 3l49596, quantity 1), cortex screw (part# 414.826, lot# 3l52125, quantity 1), locking screw (part# 412.208, lot# 1l43768, quantity 3), locking screw (part# 412.207, lot# 4l17829, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes hwc, ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 6 months after an "orif tibial shaft" surgery, patient's plate was broken. The surgeon placed a new tibial nail to fix the problem. Concomitant device reported: unknown locking screws ( part# unknown, lot# unknown, quantity unknown) . This complaint involves one (1) device.